Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed evidence that loss of cartridge detection had occurred. During the pump load cartridge phase, the pump was unable to detect the filled cartridge. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component on the printed circuit board was found to be misaligned. (B)(6).

Event description:
The pump was returned to animas. Investigation found an out of calibration force sensor and a misaligned force sensor circuit component. This report is made based on the results of investigation.